Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated report: 0002648920-2019-00026. Concomitant medical products: psn asf cr 16mm ply l 9-12 j, item# 42-5110-007-16, lot# 62320334. Psn all poly pat ply 41mm, item# 42-5400-000-41, lot# 63497946. Psn tib stm 5 deg sz j l, item# 42-5320-088-01, lot# 63364168. Psn tpr st 14 x +30 mm, item# 42-5570-001-14, lot# 63662913. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations/ anomalies identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty on an unknown date. Patient has been experiencing pain, popping/clicking noises and feeling of dislocation.